Manufacturer narrative:
Lot number-16j06rb, expiration date-04/06/2018. (B)(4). Device manufacture date-10/03/2016. The devices have not yet been returned therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device; if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required; the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2017, the physician received an unsuccessful cavity integrity assessment (cia) test using two disposable devices. The physician then visualized two perforations. The procedure was aborted and the physician cauterized the perforations. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.